Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The calibration and qc data provided were acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed four sample clot detection alarms and two sample foam detection alarms. The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 193 pg/ml. The result was reported outside of the laboratory. A second sample was collected and the troponin results were 11.6 pg/ml and 12.1 pg/ml. The initial sample was repeated and the result was 7.35 pg/ml. The repeat result was deemed correct. The analyzer serial number is (B)(6).